Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00297.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, while advancing the ruby coil through the lantern, the physician experienced resistance, and the ruby coil would not exit the distal tip of the lantern. The physician then decided to retract the ruby coil. While retracting the ruby coil, it was noticed that the ruby coil unintentionally detached inside the lantern; therefore, the lantern containing the detached ruby coil was removed. The procedure was completed using additional penumbra coils and a new lantern. There was no report of an adverse effect to the patient.